Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the distal conductor fractured due to overstress. It was noted that the lead was received with the helix full retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion and fracture of the distal conductor within the connector. It was also noted that the distal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched.

Event description:
It was reported that the right ventricular (rv) lead dislodged and had no capture. Upon repositioning of the rv lead the helix "would not extend." The lead was explanted and replaced. No patient complications were reported as a result of this event.